Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced multiple blood glucose (bg) levels displayed as "low" on the continuous glucose monitor; cause was unknown. Customer required assistance from emergency medical technicians to treat bg level via consumption of carbohydrates and intravenous saline. The customer was instructed to consult with healthcare provider regarding bg level.